Event description:
A reported incident involving spinning spiros closed male luer indicated that the device disconnected from the syringe after locking during use. There was patient involvement, and no reported harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been requested for evaluation. However, it has not been received.